Event description:
It was reported that there were concerns that this pacemaker exhibited loss of capture (loc) on the right ventricular (rv) channel. Technical services (ts) reviewed the reports and noted that there were signals that were labeled loc. However, the loc was due to the patient's intrinsic signals were being undersensed the ventricular signals that resulted in overpacing. Ts noted that the heart was not ready to contract yet that resulted in the loc. Additionally, it was noted that the amplitudes were out of range and the waves were getting smaller. Ts also noted that the thresholds were going up. Ts provided troubleshooting actions and reprogramming options. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that there were concerns that this pacemaker exhibited loss of capture (loc) on the right ventricular (rv) channel. Technical services (ts) reviewed the reports and noted that there were signals that were labeled loc. However, the loc was due to the patient's intrinsic signals were being undersensed the ventricular signals that resulted in overpacing. Ts noted that the heart was not ready to contract yet that resulted in the loc. Additionally, it was noted that the amplitudes were out of range and the waves were getting smaller. Ts also noted that the thresholds were going up. Ts provided troubleshooting actions and reprogramming options. Subsequently, the device was reprogrammed. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the patient reported dizziness. The health care professional (hcp) wanted to know the cause. Ts provided their insight and suggested reprogramming relating to the rv output. Ts noted that there was a larger number of right ventricular autothreshold (rvat) tests. Ts provided potential causes for the increase. No adverse patient effects were reported.